Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance. Clinic notes were received indicating that the patient¿s device was last tested during an office visit on (B)(6) 2014 and diagnostic results showed normal device function. An implant card was received indicating that the patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.